Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 287 mg/dl. Tandem technical support performed a system check and found that the cartridge needed to be changed. The customer changed the cartridge and delivered a correction bolus to address the bg level. Reportedly, the customer was using apidra insulin.